Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the charger would not power on past the "lifevest wearable defibrillator" screen and would not charge the batteries. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not power on properly / does not charge batteries) was confirmed. As received, the charger/modem reset. Upon eval, the programming was corrupted on flash components u102 and u105. The cause of the inability to power on properly, inability to charge the batteries and the reset is the corrupt flash programming. The root cause of the corrupt programming could not be positively identified. No adverse event resulted from the defective charger/ modem. The last pt to use this charger/modem did not report any deficiencies.